Manufacturer narrative:
Age: (B)(6).

Event description:
A report was received that the patient underwent an explant procedure due to depletion of primary cell ipg. The ipg was removed and replaced. The patient is going well postoperatively.

Manufacturer narrative:
Age at time of event: (B)(6). It was reported that the patient's ipg has rapid battery depletion of the primary cell ipg. The complaint was confirmed. The source of the early eri was excessive power consumption due to asic-u1 damage. A few days after the implant procedure at timestamp 28307987, non-commanded reset events yield a device current consumption of approximately 2.8 ma resulted from the asic-u1 damage. It occurred at about the same time as a reset triggered by a magnetically activated reed switch event. It was reported that cranial mr was performed before the patient was discharged. The magnet reset event that preceded the multiple resets and the high-power draw was triggered due to the exposure to an MRI machine.

Event description:
A report was received that the patient underwent an explant procedure due to depletion of primary cell ipg. The ipg was removed and replaced. The patient is going well postoperatively.